Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 305 mg/dl. The contact changed the cartridge, infusion tubing, and site. A correction bolus was administered and the bg level was lowered. The cartridge and infusion set had been in use for approximately 4 days.

Manufacturer narrative:
The tandem t: slim pump user guide indicates that novolog has been tested for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.